Event description:
A malfunction on the pump was reported, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying a value described as "high." The customer addressed the issue by administering a correction bolus via the pump. No third-party assistance was required. Technical support provided pump reset information and assisted the caller in resetting the pump.